Event description:
The customer reported that during priming process of planned regular operation (mvr) started in the morning, a crack was observed on de-airing valve. The product was replaced with another hmo51000. No pt injury was reported. Ref: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. The MFR has not received the device for investigation. A request to obtain the device was issued. Once the device became available, the investigation will begin to determine the root-cause. A supplemental medwatch will be submitted if further info becomes available.